Event description:
Event description guidant received information that this pacemaker was scheduled to be explanted due to the recent product advisory involving this device family. However, the patient passed away suddenly and the patient's physician was inquiring as to whether a device malfunction could have resulted in the patient's death. A guidant technical services consultant informed the caller that the device would need to be returned and analyzed in order to confirm any failures.